Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a 48mm abdominal aortic aneurysm. The proximal neck was reported to be torturous. It was reported that during the procedure that when the suprarenal stent of the bifurcated stent graft was deployed the suprarenal stent deployed proximal of the renal artery. It was confirmed that the renal artery on one side was covered, however, there was still blood flow to the artery and the patient will not receive treatment. As per the physician, the cause of the event was due to use error. No additional clinical sequelae were reported and the patient is fine.